Event description:
The patient required vasopressors to maintain blood pressure and was started on a dopamine drip at a flow rate of 0.2ml/hr. The patient's blood pressure did not increase as expected and the rate was increased incrementally up to 1.5ml/hr. After 8 hrs without significant change in blood pressure, the nurse switched to another pump and the patient's blood pressure improved dramatically.